Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. PMA/510 (k): similar to device under 510(k) k090140 (B)(4). Summary of investigational findings: it can not from the returned product or the description of the event be clarified what caused the filter detachment, e.g. Whether the non cook product was incompatible with the cook filter introducer, but customer states that "it is possible that strong force was attempted when I inserted the filter into the sheath", so this is concluded to be the root cause of the event. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: access was gained from jugular vein to perform ivc filter placement. The patient's anatomical form was suitable for the procedure. While advancement of the filter into the sheath, the physician felt uncomfortable feeling. So, he checked the delivery system under fluoroscopy and it was confirmed that the filter was detached from the filter introducer in the sheath. Therefore, he removed the whole delivery system and it was replaced with another device. Patient outcome: no adverse effect to the patient reported.